Event description:
The user reported the device alarmed and displayed "communication error" as intended when the device was in use. The error code in the error log indicated this was a backup speaker problem. There was no pt consequence.